Event description:
It was reported that on (B)(6) 2007 the patient presented with severe degenerative spondylosis l4-5 and l5-s1 with chronic back pain and left lower extremity pain. The patient underwent l4-5-s1 alif using bone dowel and rhbmp-2/acs. There were no noted complications. On (B)(6) 2007, the patient presented with segmental lumbar instability status post l4-5 and l5-s1 anterior lumbar interbody fusion. The patient underwent l4-5-s1 stabilization fusion with pedicle fixation. It was reported that the patient sustained unspecified injuries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.